Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had an issue with the keypad. Additionally, her previous insulin pump experienced issues with excessive no delivery alarms. The patient's blood glucose at the time of incident is unknown. No troubleshooting occurred, and no further information was provided regarding the insulin pump anomalies. The insulin pump may be returned for analysis.